Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device however caller declined to return the lancet device; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.